Manufacturer narrative:
UDI is unavailable. A manufacturer representative went to the site to test the equipment. It was reported that the microscope bracket was loose. The mounting screws were tightened and the scope was recalibrated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the microscope bracket required calibration. There was no patient present when this issue was observed.